Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Event description:
It was reported that the patient experienced redness and soreness at the top portion of the back incision site. The patient was given keflex 500 mg orally four times/day for 7 days. The patient was to see the surgeon for "further exploration'. The event was reported as "ongoing". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had two other devices implanted. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.